Event description:
The reporter stated the surgeon inserted an aa4203tf toric silicone single piece lens and the lens broke. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).